Event description:
It was reported that the control module is not giving strong enough vacuum. There was no pt consequence reported. Case was completed using the control module with the ex holster. Control module being returned for repair.